Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "needles detaching from the thread when pulling through tissue. 4 sachets from this box failed during surgery. One product quantity four from same box.

Manufacturer narrative:
Samples received: 3 unopened pouches and 1 open pouch. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received three closed sample and an open and unused unit with the needle connected to the thread. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results does not fulfill the b. Braun surgical requirements (bbs): 2.50 kgf in average and 1.97 kgf in minimum (bbs requirements: 2.55 kgf in average and 1.27 kgf in minimum). There are no european pharmacopoeia requirements for this thread and size and us pharmacopea requirements are 1.80 kgf in average and 0.70 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of b. Braun surgical, we conclude that the complaint is confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.